Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were visual indications of dried fluid within the cassette compartment on the safety clamp, however, there were no burrs or sharp edges in the cassette area that could have punctured a cassette membrane. There were no visual indications of particulates within the cassette area. An (as-received) 8,000 ml continuous cyclic peritoneal dialysis (ccpd) simulated treatment was performed on the cycler and completed without failures. The cycler weighed fill volumes were within tolerance for a liberty cycler. There were no fluid leaks in the test cassette during the treatment test. The cycler underwent and passed a system air leak test, a valve actuation test, a door/cassette switch test, a pump door force gauge test, a patient pressure sensor calibration check, and a mushroom head check. An internal visual inspection identified evidence of dried fluid under the pump on the inside of the rear panel, on the bottom cover behind the front panel, and behind mushroom heads a and b. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the ccpd therapy on the liberty select cycler and the onset of the patient¿s symptom of dyspnea; however, the patient was not undergoing ccpd therapy on the liberty select cycler at the time of death. The cause of this patient¿s death can be attributed to complications from stage four colon cancer and multiple organ failure. It is well-known dialysis patients continue to have substantially higher risk of mortality as compared to the general population. Additionally, colon cancer carries a high risk of mortality and is the third leading cause of cancer death in the world. Therefore, the liberty select cycler can be excluded as the source of the patient¿s dyspnea leading to hospitalization and death. Based on the available information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s death.

Event description:
A peritoneal dialysis (pd) patient's contact reported to fresenius technical support that the patient needed to disconnect from their liberty select cycler to go to the emergency department (ed). The cycler was alarming with an m31 air detected in cassette alarm, and the contact wanted to know how to remove the cassette from the cassette door. Additional information was obtained through follow-up with the patient¿s pd registered nurse (pdrn). The pdrn stated the patient experienced dyspnea during a pd treatment on the liberty select cycler, and they had to disconnect from the cycler to report to the ed. The patient was diagnosed with complications from stage four colon cancer and multiple organ failure. It was reported the patient had undergone cancer treatment for a long time (date of diagnosis and duration of treatment unknown) and was scheduled for a palliative care consult. The patient was admitted to the hospital on the same day. The following day, the patient expired due to complications from stage four colon cancer and multiple organ failure. The patient did not undergo a pd treatment during the admission and was not connected to a cycler at the time of death. It was confirmed the patient¿s dyspnea preceding the hospitalization and the death were unrelated to pd therapy. Additionally, it was affirmed these events were not due to a deficiency or malfunction of any fresenius product(s) or device(s).